Event description:
During the atrial fibrillation procedure, a pericardial effusion occurred. The device did not steer as expected during the procedure and another device from the same model was used to complete the procedure. However, a pericardial effusion was noted, possibly due to a small tear on the anteroseptal surface of the left atrium. No intervention was required.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device was returned due to a perforation, pericardial effusion. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.